Event description:
N/a.

Manufacturer narrative:
The slide lock fundus grasping forceps (610107da) was returned for evaluation. The device history record (DHR) was reviewed and no abnormalities related to the reported issue were identified. Failure analysis - visual inspection of the slide lock fundus grasping forceps noted that the device was returned in used condition with the pin broken out due to rough handling or environmental damage. The pin was returned, and no pieces appeared to be missing. Root cause - the reported complaint was confirmed. The product was returned to the supplier for further evaluation.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the tip of the slide lock fundus grasping forceps da 5mm 37cm (610107da) broke in the patient. The grasper tip reportedly broke and bent during a laparoscopic procedure. Another instrument was used to complete the procedure. An x-ray was performed and the results were negative for any foreign body. It was reported that the patient's condition was stable following the event and no significant delay in procedure occurred.